Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was inserted the night before and it did not connect to the insulin pump. The customer removed the sensor and found the cannula was shorter than usual. Blood glucose value was 4.7 mmol/l. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor cannula slightly retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.